Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for routine post-operative check on (B)(6) 2019 with the right atrial lead exhibiting a loss of capture. A chest x-ray reveal that the lead was dislodged. The physician successfully repositioned the lead. The patient was in good condition and there were no adverse consequences following the procedure.